Event description:
It was reported that the caller experienced a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided assistance by offering pump reset information and helped the caller reset the pump; however, the malfunction code reoccurred. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.